Event description:
The customer stated that they had questionable results for multiple tests on one rack of five samples that were processed on the mpa pre-analytics system and then tested on c501 analyzers. The ion selective electrode (ise) tests were marked as critical in the middleware system. After the customer repeated the ise tests and called the doctor, the doctor asked if other test results were correct. The customer then determined that results for glucose and other tests run on a different c501 module were different upon repeat. It was noted that there were no hardware alarms and that no other sample racks were affected. The customer provided results for three patient samples tested for ion selective electrode (ise) sodium, ise potassium, ise chloride, and glucose. Of the mentioned tests, all three samples had erroneous results for ise sodium, ise potassium, and ise chloride when tested on the c501 analyzer. A sample cup of the first sample processed on the mpa pre-analytics system was initially tested on the c501 analyzer, resulting as 117 mmol/l for ise sodium, 3.5 mmol/l for ise potassium, and 85 mmol/l for ise chloride. The initial results were reported outside of the laboratory. The primary tube of the sample was then repeated on the c501 analyzer, resulting as 139 mmol/l for ise sodium, 4.2 mmol/l for ise potassium, and 104 mmol/l for ise chloride. The repeat results were believed to be correct and a corrected report was issued. A sample cup of the second sample, from a male patient born on (B)(6), was processed on the mpa pre-analytics system and then initially tested on the c501 analyzer, resulting as 122 mmol/l for ise sodium, 3.6 mmol/l for ise potassium, and 85 mmol/l for ise chloride. The initial results were reported outside of the laboratory. The primary tube of the sample was then repeated on the c501 analyzer, resulting as 144 mmol/l for ise sodium, 4.4 mmol/l for ise potassium, and 103.4 mmol/l for ise chloride. The repeat results were believed to be correct and a corrected report was issued. A sample cup of the third sample, from a female patient born on (B)(6), was processed on the mpa pre-analytics system and then initially tested on the c501 analyzer, resulting as 121 mmol/l for ise sodium, 3.6 mmol/l for ise potassium, and 84 mmol/l for ise chloride. The initial results were reported outside of the laboratory. The primary tube of the sample was then repeated on the c501 analyzer, resulting as 143 mmol/l for ise sodium, 4.2 mmol/l for ise potassium, and 100 mmol/l for ise chloride. The repeat results were believed to be correct and a corrected report was issued. The patients were not adversely affected. The ise sodium, ise potassium, and ise chloride electrode lot numbers and expiration dates were asked for, but not provided. The field service representative could not duplicate the issue. He performed "instrument base line." He checked sample volume and checked calibrations and controls; all were ok. He monitored operation and no issues were reported. Instrument operation was said to be ok.

Manufacturer narrative:
A specific root cause could not be determined based on the provided information. Quality controls were within range before and after the event. The field service representative was unable to duplicate the issue. The most likely root cause may be related to pre-analytic handling of the samples since two modules showed the same tendency.